Manufacturer narrative:
The insulin pump passed the self test, rewind test and displacement test. All buttons functioning properly. No damage to the keypad assembly or pump error 24 noted and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and customer was not bale to clear the alarm. Customer also stated they had keypad anomaly. Customer stated numbers were ramping with no input from the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.